Event description:
The affiliate reported a customer who experienced hydrogen peroxide contact. The customer reported a burning sensation with pain on their left index finger, middle finger, and thumb when unloading the unit. The customer reported that the "burn" site had white discoloring. The customer saw a doctor who prescribed an unk ointment. The customer declined to have service assess the unit.

Manufacturer narrative:
Other, hydrogen peroxide contact.